Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: hypertrophic scar. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic/latino female patient involved in a clinical trial underwent a breast augmentation surgery with implantation of a 395cc mentor memoryshape breast implant prosthesis. Post-operatively, the patient developed a lump on the areola of her left breast. Additionally, the patient was dissatisfied with the incision scars of the left and right breast due to the implantation surgery. As a result, the patient underwent surgical intervention for the lump removal on (B)(6) 2017, and a second intervention for scar revision on (B)(6) 2018. This report is for the right breast implant. Refer to manufacturing report number 1645337-2022-09059 for the contralateral event.